Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device dwell 3 of 5. The technical service representative (tsr) advised the home patient (hp) to start over will all new supplies or perform (capd) continuous ambulatory peritoneal dialysis. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.